Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was kicked into a pool. The sticker was missing and the screen was blank. The insulin pump was beeping and when he tried to press the esc and act button it did not clear. The customer could see the moisture on the display screen. A constant tone was occurring and the display went blank immediately after it was exposed to moisture. Customer's blood glucose level was 171 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to corroded electronic assemblies. No constant tone noted. Unable to verify unresponsive buttons due to blank display. However, corrosion noted at keypad traces. Device received with corroded motor home switch. Device received with cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.